Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the reservoir had air bubbles. The customer¿s blood glucose was unknown at the time of the incident. Customer¿s mother reported air bubbles in reservoir near o-rings. The customer's mother reported approximate size of air bubbles is small as in soda pop. The reservoir will not be returned for analysis.